Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Postal code a leading zero was added to meet the minimum field requirement. An abbott field service representative (fsr) was dispatched due to the customer reporting (B)(6) alinity I anti-hcv results on the alinity I, serial number (B)(4). Through an extensive investigation, the fsr found the syringes leaking and replaced the syringe assy, part number 7-77650-08, and the anti-hcv reagent kit, which resolved the customer¿s complaints. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed (B)(6) alinity I anti-hcv results for one patient. The following data was provided (B)(6). There was no impact to patient management reported.